Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer "there are multiple instances of the blue plastic component breaking when already in place on a catheter as well as when placing on a catheter." No other information was provided. The customer reported multiple events but the exact number of events was not provided to bd.